Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2018, the subject was presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the mid to distal right coronary artery with 95% stenosis and was 36 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of two 3.00 x 20 mm study stents. Following post-dilatation, the residual stenosis was 0%. Five days later, the subject was discharged with aspirin and clopidogrel. In (B)(6) 2019, 371 days post index procedure, the subject was diagnosed with coronary atherosclerotic heart disease was hospitalized for further evaluation on the same day. The event was not treated medically, considered resolved and the subject was discharged home on the same day.